Event description:
Healthcare professional reported left side "breast pain due to rupture of device." The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Pain: unable to confirm, as it is a medical event. Not related to the device. Additional observations: yellow particles in the surface of the shell. Crease flat observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side "breast pain, due to rupture of device". The device has been explanted and replaced with non-abbvie device.